Event description:
It was reported that during a ladg procedure, air leaked when the camera was inserted into the device. It happen from the beginning of the operation. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.